Event description:
It was reported that during a surgical procedure while using this console when the surgeon removed the diego blade from the pt's nose he found that the plastic coating shattered on the blade. The procedure was completed. The pt will be monitored for the next 6 months. No injuries to the pt was reported.

Manufacturer narrative:
Device was received with no abnormalities noted. Analysis of the device found no problems. Device operates according to the MFR specifications.